Event description:
It was reported that, "the patient underwent right total hip replacement surgery in 2005. It was further reported that, "sometime after surgery the patient experienced pain, popping, squeaking, clicking and limitation of movements of the right hip."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.